Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy due to a leak. At an unspecified time the pt was admitted to the user facility with a hemoglobin level (hgb) of 6.9 gm/dl. The tubing set was being used to deliver an unspecified volume of packed red blood cells (prbcs), at a rate of 100 ml/hr, via a symbiq pump. It was reported that the physician ordered a 3 units of prbcs and a colonoscopy was scheduled. At an unspecified time, the delivery of the first unit of prbcs was started. It was reported that the nurse stayed in the pt's room for the first 15 minutes of the delivery to monitor the pt then the nurse left the pt's room. It was reported that 15 minutes after the nurse left the room, the pt called for the nurse and stated, "my tubing is spraying at me." The nurse noted that blood was running down the outside of the tubing. It was reported that a pinhead size hole was noted in drip chamber. The tubing was clamped. It was reported that 100 ml of prbcs was remaining in the solution container; however, the volume of blood that leaked was not specified. At this time, the pt was taken to the endoscopy center, the tubing set was replaced and the therapy was resumed. The physician was notified and ordered an add'l unit of prbcs to be delivered. At an unspecified time, the pt was transferred back to the nursing unit and the therapy was completed. On (B)(6) 2011, at an unspecified time, it was reported that the pt's hgb levels were 9.1 gm/dl and 10.4 gm/dl. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.